Event description:
It was reported the patient had a shocking or jolting sensation and they did not think the patient programmer was working correctly. The patient usually turned stimulation off before bed and then turned stimulation back on in the morning. The patient also used the programmer often to check the battery level of the implantable neurostimulator (ins). When pressing some buttons on the programmer the patient got a jolt and they were now afraid to use the programmer. The patient had pressed the sync button, the down arrow key, and then the left soft key. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v488642, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v488642, implanted: (B)(6) 2010, product type: lead. Product ID: 37642. Serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 252640002, implanted: (B)(6) 2010, product type: accessory. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).